Manufacturer narrative:
(B)(4). Device evaluation summary: post market vigilance (pmv) led an evaluation of one idrive ultra powered handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The visual inspection noted no abnormalities. Functional evaluation revealed an open trace for on the bldc board through continuity testing. The bldc board has been identified to be susceptible to damage due to heat stress at the solder station. Manufacturing actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter; during a laparoscopic colectomy procedure, the battery was set in the handle, however the device handle did not perform a calibration. The handle status indicator did not illuminate and status indicator lit blue. The procedure was completed with another device. The surgical time was extended by more than 30 min. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. There was no additional blood loss due to the issue. No further details regarding patient, product or procedure were provided by the reporter.